Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this valve was explanted after 5 yrs and 6 months implant duration due to an unknown reason. No further information provided.